Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be determined. It is presumed that the video connector of the endoscope cannot be connected normally due to wear of the lock lever of the video connector socket and it caused occurrence of communication abnormality, and then the image is not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.

Event description:
It was observed during the device inspection, the lock latch of the video system center was worn out causing loss of the image when wiggling the scope end connector, it also does not hold the scope connector properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.